Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility directly to obtain; patient treatment settings, patient information and patient photos, which were provided. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected root cause of the reported event. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings and concluded by stating: "treatment settings were within normal limits. Focus medical does not recommend treatment of cosmetic tattoos due to the inconsistency and lack of knowledge about the ink deposited. Some of this ink contains ferrous oxide, which can change color after treatment. A test spot was provided to this patient, but the user facility did not wait 72 hours to see how the patient would respond. This may have preempted the full treatment. Dye allergy cannot be ruled out, but should be explored to the amount of swelling". The determined root cause of the reported event is operator error. A review of device labeling states: "warning - do not treat over permanent make-up or tattooed areas". A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to the manufacturer's specifications. Manufacture date: june 2019.

Event description:
A user facility reported that one (1) patient sustained second degree burns on both eyebrows following tattoo removal treatment with a focus medical piqo4 laser, zoom handpiece. It was further reported that the patient sought medical advice at their local emergency room where the patient was given benadryl and steroid cream.